Manufacturer narrative:
Correction to h6 based on additional information. The device was not returned to edwards lifesciences for evaluation. However, the site provided imagery relevant to the complaint. Upon review of CT imagery, the stent apices were observed penetrating at the outflow. A device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for device penetration was confirmed by the provided imagery. An in depth evaluation related to alterra prestent penetration has been documented in technical summary written by edwards lifesciences. Per the technical summary, the alterra prestent is designed with outward flared / pointed apices and sufficient outward chronic force to allow proper retention of prestent to various and challenging patient anatomies. Penetration is a mechanism for anchoring the prestent to the anatomy and to prevent prestent migration. The frames are inspected 100% for critical dimensions as well as 100% visually inspected for surface defects in ew receiving inspection, and undergo radial force testing through lot release. Therefore, no manufacturing non-conformances could have contributed to a penetration as all prestent dimensions and chronic outward force lot release inspections met in process specifications. The alterra prestent is designed with outward flared / pointed apices and sufficient outward chronic force to allow proper retention of prestent to various and challenging patient anatomies. Penetration is a mechanism for anchoring prestent to anatomy and to prevent other risks (e.g. Prestent migration). None of the patient features evaluated (e.g. Pulmonary diameters, length, previous cardiac surgeries) could be correlated to an increased risk of a penetration. However, a category 2 penetration is potentially dependent on the proximity of the pulmonary artery with adjacent vasculature. In this case, a category 2 penetration was observed at the outflow apices. A retrospective review of alterra events was performed to identify similar occurrences of a delivery system component, commander ds, alterra ds, or pds, catching on the prestent during advancement to deploy the 29mm s3 valve or during withdrawal of the delivery system. However, it cannot be concluded that there is a correlation between interactions of the delivery system with the prestent to the category of penetration. Additionally, a product risk assessment has been initiated to assess the risks associated with alterra prestent penetration. As seen in the provided imagery, the apices were observed penetrating at the outflow. Per the training manual, the alterra apices are designed to engage with anatomy to assist in initial placement and acute stability. Apex engagement with the anatomy is critical for prestent fixation and to avoid migration. The investigation documented in the technical summary did not reveal any manufacturing non-conformities or procedural related events which could have resulted in the reported complaints. The design of the prestent with outward flared/pointed apices as well as chronic outward force can be identified as potential root causes to the occurrence of penetrations in patients. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
This manufacturer report being submitted is associated with manufacturer report 2015691-2022-06918. Investigation is still ongoing.

Event description:
As reported by the physician, approximately 7 months, 13 days post transfemoral tpvr procedure with a sapien 3 valve in an alterra prestent, post procedural images of the alterra prestent show 'erosion' of the superior strut through the pulmonary artery wall and abutting the aorta. There was no additional information provided.